Manufacturer narrative:
Event date: (B)(6) 2015. Received by MFR date: 06/21/2016. Conclusion / root cause: the motor controller (mc) pcba was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ventilator will not power on. The customer reported there was no patient involvement.